Event description:
Initial results for two patient for a patient alkaline phosphotase was 1 u/l. When repeated, the result was 103 u/l. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.